Event description:
Caller reported a malfunction on the pump, displaying the error code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappeared, which the caller understood and acknowledged.